Manufacturer narrative:
On (B)(4) 2012, preventive maintenance was performed on the unit. A field service engineer (fse) was dispatched and replaced a sample probe. The fse performed a passing carry over study during the service visit. The fse did not implicate any hardware issues that may have caused the event. The customer did not report any sample integrity concerns or additional hardware concerns in connection to this event. The cause of this event is unknown and could not be determined based on the supplied information.

Event description:
The customer reported an erroneously elevated bhcg results above the normal range for two patients generated on the unicel dxi 800 access immunoassay system on two different days. Patient one event occurred on (B)(6) 2012 and patient two event occurred on (B)(6) 2012. The results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The customer did not receive any report of patient injury requiring medical intervention in association with this event. The customer indicated to hotline that the patient samples were processed at a different site and the samples appeared to be of good quality. The sample was drawn in a gel separator tube and centrifuged at 3000 rpm for 10 minutes. This MDR will address the event of (B)(6) 2012. The event of (B)(6) 2012 will be covered under MDR 2122870-2012-1261. The samples were retested on the same unit and on a different methodology. Both repeat runs produced lower results within the normal reference range of the assay. The qc was run before and after the event and performed within the customer's established ranges. System check information was not provided. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).